Manufacturer narrative:
The subject device (fiber) was not returned for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation. Supplemental report(s) will be submitted should any relevant new information is available/or received.

Event description:
Field service engineer (fse) reported a fault description of "burning fiber". The unit was inspected on site and no further action was determined. On communication with the fse , it was "reported fault of a soltive laser serial number (B)(4) (loaner device ). According to the report, the fault was a burning smell at the fiber outlet of the laser unit. The end user stated did not see the aiming beam inside the patient when it was fired, noted the patient did not have any problems. The device was replaced to a different laser (non olympus), the procedure (unspecified) was slightly delayed, there was no harm to the patient however the assistant surgeon felt a warming to the neck . A follow up is in progress for additional information regarding the end user (assistant surgeon ) condition. Additionally, it was reported by the fse, it was suspected the fiber was damaged causing a blow out at the site of the cracked fiber. The fiber lot number was not provided, this report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information from the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The event can be detected/prevented by following the instructions for use which state: "visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Olympus territory manager (tm) reported that the facility did not provide/comment on additional information requested regarding the reported event , however, the tm stated that onsite training has been arranged for the customer. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the original equipment manufacturers (OEM) investigation report . OEM investigation report: according to the complaint report , there was a burning smell at the fiber outlet of the laser and no aiming beam present. No patient problems. The laser was changed for a non olympus laser and the procedure completed. Olympus service inspected the laser on site and found no issues. This appears to have been fiber damage. According to the complaint, this fiber will not be returned. Root cause analysis cannot be performed as the device has not been returned. Although the fiber has not been returned, root cause is most likely mishandling by the user. It is concerning that energy was transmitted through the fiber, even though the aiming beam was not present. The aiming beam being not present, or emitting light elsewhere on the fiber than at the tip, is indicative of a possibly broken fiber. If there is a broken fiber, then when therapeutic radiation is initiated, the escaped energy will be released, smoke will likely result and fire can possibly occur. It is imperative that the aiming beam be used to confirm the integrity of the surgical fiber and if it is not present, or emitting light elsewhere on the fiber than at the tip, the surgical fiber should not be used. Note: without the fiber returned to obtain the serial number, it is not possible to review the DHR. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following final investigation.